Event description:
It was reported that the customer experienced intermittent low blood glucoses (bg) level of 10 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.